Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that at around 5-6pm, the patient¿s cgm was reading 42 mg/dl and self-treated with a honeybun. Despite treatment, the patient¿s cgm value did not rise. No patient symptoms were reported. The patient called emergency medical services (ems) and when they arrived, the patient¿s bg meter reading was reported to be ¿fine¿ (no specific value was reported) and the cgm was still reading 40 mg/dl. Ems removed the patient¿s cgm device and transported her to the emergency room (ER). At the ER, the patient¿s bg meter reading was 190 mg/dl. The patient was treated with IV fluids and then discharged approximately 6 hours later. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.